Event description:
Physician complains of lack of hemostasis by captor valve around lunderquist wire. A section of the device did not remain inside the pt's body. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Leak is not listed in the instructions for use. Sheath assembly and positioner were returned in a used and contaminated condition. Check-flo discs critical dimensions are inspected during incoming quality control. Per specification. Inspection of captor valve assembly performed 100% unless otherwise specified. The orientation of the check-flo discs are confirmed and the discs are also examined to verify that each is punctured and free of tears. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each device is shipped with an IFU describing the appropriate warnings and precautions, contraindications, and the proper deployment procedure. The iris valve was dislodged at the top flange, thus the iris valve could not be opened and closed. There was one tear in eh webbing of the discs with a positioner inserted in the valve. The valve was leak tested using water and a 20cc syringe, which revealed that there was a small leak at the trigger collar and between the captor base and rotator with a positioner inserted in the valve. There was a leak through the check-flo discs with the positioner removed. Each check flo disc was examined. Tearing and compression set of the discs resulted in leakage. We are aware of the potential for leakage through the valve and the risk associated with this failure mode. A CAPA has been initiated in regard to this failure mode. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera). Based on risk assessment per qera, risk reduction is recommended. A CAPA is currently open and addresses this failure mode.